Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged wires and damaged belt connection) has been confirmed. Upon investigation, the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. In addition, the electrode belt trunk cable was severed and missing and the j702 trunk cable connector on the distribution node pca was physically damaged. The root cause for the damaged cables was excessive force. The root cause for the missing trunk cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had damaged cables and a damaged belt connection.